Event description:
It was reported that, during total laparoscopic hysterectomy, when the doctor was operating on vaginal canal incision at the latter half of the procedure, the doctor felt that the keenness of g2 is bad. At that time, the wound closure was done without confirming the device, but it was found out after the procedure that the one side of the fastener part of I blade was defected. The x-ray was done just in case, but it seemed there were no another part in the patient¿s body. How to deal with this is going to be consulted at the hospital. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/18/2025 d4 batch #: a9ej5m. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the I-blade lower tip broken off and not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator, the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. That might affect the keenness described in the event description due to the device returned condition we were unable to investigate further the reported tissue effect issues a probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a9ej5m and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/24/2025 additional information was obtained: to deal with, it was said that the hospital explains to the patient, and the hospital confirms their prognosis by routine checkup.